Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include: common device name: dbs burr hole, model: 6010, UDI:(B)(4), serial: n/a, batch:11196102.

Event description:
It was reported that the patient experienced scab and infection at the right burr hole site. As such, surgical intervention took place on (B)(6) 2026 wherein the surgeon confirmed infection. As such, the wound was cleaned out and patient was placed on antibiotic to address the issue. Investigation was unable to determine which of the burr hole is the right burr hole.